Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a patient experienced pain and developed intraocular inflammation two days after having an intraocular lens (iol) implanted. The patient's vision was not affected and the physician reported the patient could see light, so there seemed to be no issue with the retina. The patient was treated with vancomycin vitreous injection and anterior chamber irrigation; the iol was explanted. Results of laboratory testing (it is not clear what item was cultured) showed pseudomonas aeruginosa. The physician performed three intraocular lens surgeries on (B)(6) 2013. Two patients developed inflammation; this report concerns one of the patients.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. Sterilization records: the production order was sterilized. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. Placeholder.

Manufacturer narrative:
The lens was explanted and was not replaced with another intraocular lens; the patient was left aphakic. Culture positive for pseudomonas aeruginosa, date unknown. Results were provided by a third party laboratory in (B)(6) as designated by the doctor. (B)(4). Corrected data: date of this report: (B)(6) 2013. Date received by manufacturer: 07/27/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The patient did not get a replacement intraocular lens. Initial reporter telephone number: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.